Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported was likely the result of an issue with the proximal tibial cut at the time of implantation. Based on the provided pre-revision x-ray, it appears that the proximal tibial cut was not made perpendicular to the stem extension axis (tibial im canal), which left the tibial tray unsupported on the medial side, allowing the construct to tilt and eventually fracture due to unsupported loading. (D11) concomitant devices: (cn: unk, sn: unk) femoral component. (Cn: 204-51-22, sn: (B)(6) tibial insert. (Cn: 204-34-09, sn: (B)(6) tibial stem extension. (Cn: 204-70-00, sn: (B)(6) tibial stem extension screw. The following section(s) have additional info: (d4) (catalog number, serial number, UDI number, exp date). Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name. (D4) catalog number, serial number, UDI number, exp date. (D11) concomitant devices. (G5) 510k.

Manufacturer narrative:
Pending evaluation. (Concomitant medical products) concomitant device: (cn: unk, sn: unk) femoral component. (Cn: unk, sn: unk) tibial insert. (Cn: unk, sn: unk) tibial stem extension.

Event description:
The case history is that the patient has been operated for a optetrak primary with finned tibia during 2011. The patient came back with complaints of loosening in 2017 and was revised with optetrak cck in 2018. Now 2 years postop, the patient has come back with complaints of severe pain. During the revision procedure, it was observed that the tibial component has broken at the junction of the tibial component and the trapezoidal portion. The photos are enclosed.